Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operative pulse field ablation procedure, after patient went to recovery area, patient had neurologic episode and was sent for computerized tomography (CT). A seizure was confirmed, and the patient was also found to have a pericardial effusion. The patient was also reported to have a cardiac tamponade. A pericardiocentesis was performed, and the patient was admitted to the intensive care unit. At follow-up, the patient was reported to be home and doing better but still had lingering pain. No further patient complications have been reported as a result of this event.